Event description:
It was reported that the patient is missing 15 degrees of extension. Patient states that she can bend knee all the way. Physical therapy has made her strong. Patient is reporting that she has a dynasplint to help stretch the knee but it causes so much pain after four hours. Patient is frustrated. Patient is allergic to pain killers and had to take 2000mg of tylenol per dose (over the counter).

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown stryker knee. Additional information has been requested and if received will be provided in a supplemental report. Device implanted.

Manufacturer narrative:
Information was received that the subject device is not a stryker component. Therefore, the medwatch report will be canceled.

Event description:
It was reported that the patient is missing 15 degrees of extension. Patient states that she can bend knee all the way. Physical therapy has made her strong. Patient is reporting that she has a dynasplint to help stretch the knee but it causes so much pain after four hours. Patient is frustrated. Patient is allergic to pain killers and had to take 2000mg of tylenol per dose (over the counter).